Event description:
The customer reported that when a thumbnail is selected and that saved image in recalled, the recalled/saved image differs from the image displayed on the thumbnail. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.